Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 1126 and 1162 errors were found indicating the hirose fiber receive power has fallen below the low warning limit and ac magnetic cannula sensor fault reported by the axes controller spar (acs) board on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock-spring and parallelogram fiber assemblies. Once testing was completed, the clock-spring and parallelogram fiber assemblies were aba tested and was verified to be the source of the fault. The complaint regarding multiple errors was confirmed by failure analysis. The probable root cause can be attributed to the clock-spring and parallelogram fiber assemblies.

Manufacturer narrative:
The root cause is attributed to a communication issue caused by a faulty parallelogram fiber and a clock-spring fiber.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that error message 1162 was observed on the system prior to start. Planned procedure was continued after disabling usm arm 2. No patient involvement.